Event description:
It was reported that at device change-out, insulation damage with externalized conductors was observed. All measurements were normal. The hv portion of the lead was capped. The pace/sense portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.